Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the cause to be the side rail latch plate was broken. The tech replaced the side rail latch plate to resolve the issue.